Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number 8xcqad. However, data for the transmitter with 8d7wws was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.